Event description:
It was reported they were not able to adjust stimulation. The display showed a ¿in the box¿ icon. The patient saw the implantable neurostimulator (ins) in the box screen on the programmer on the day of report when they tried to check her ins. They had not used the programmer in about a year prior to report. They wanted to turn the ins off and they were unable to. Additional information received reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved on (B)(6) 2015. They did not have concerns with their device or therapy.

Event description:
Additional information received reported the patient was last seen on (B)(6) 2015 and was receiving good therapeutic effect. It was assumed that since there was nothing in the patient¿s file about the screen being seen and that they were getting good effect that it was fixed. No read outs from the clinician programmer were available.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v187428, implanted: (B)(6) 2009, product type lead (x2); product ID 64002, lot# n324553, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).